Manufacturer narrative:
Philips service replaced the detector power supply (ps fd unit, ps ui_coll_ID_unit) and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the unit was unable to fluoroscope due to a detector power supply failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.